Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported there was a return of patient symptoms and withdrawal. It was reported the patient had sweating (diaphoresis) and increased baseline pain. It was noted this occurred following a refill session. It was noted the patient had a pump refill the last thursday the health care provider (hcp) assistant thought the pump was to be reprogrammed, but midway through the reprogramming the hcp stated the assistant was not supposed to reprogram and stopped ¿mid-program.¿ it was noted the return of symptoms started after 4 hours. It was noted the patient had rsd in the legs and their legs were on fire. It was stated they went to the hospital friday morning, and they were ¿out of it¿ and did not remember being admitted to the hospital. It was stated they were given dilaudid and valium, so they did not have much withdrawal symptoms. It was stated they had a ¿port¿ and noticed an alarm on friday or saturday morning. It was noted they thought it was their cellphone and was unsure how long the alarm had been sounding. It was stated that hcp ¿fix ed/restarted¿ it on sunday and it was an ¿error that caused the pump to stop.¿ the pump was used to deliver clonidine, bupivacaine, baclofen and dilaudid. Additional information reported the telemetry strip must have been interrupted and they did not notice. It was stated the pump was in ¿stopped mode.¿ it was noted they did not realize the pump did not update. It was stated the pump was alarming in the office on the day of the refill. It was stated the alarm was likely low reservoir. It was stated the issues were fixed and the patient was fine.

Manufacturer narrative:
Other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information was received from a consumer. It was reported that the pump shut off once by accident by the healthcare provider (hcp) during a pump refill on "(B)(6) 2013" and when the pain returned it was "so severe" and got worse and worse. It was stated that the patient's pump was beeping and the patient thought at the time it was her cell phone. The patient went to the hospital on "(B)(6) 2013" and was admitted. The hcp went to the hospital on "(B)(6) 2016," interrogated the pump and realized the pump was shut off. The pump was then turned back on and the issue resolved. It was noted that the previously reported dates do not match the current event date, however the previous dates should be used as the event date.

Manufacturer narrative:
(B)(4).